Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2021 (stated as "recently"). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce intermate sv (small volume) ruptured during preparation. This was identified prior to use on a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Device manufacture date february 03, 2020 to february 04, 2020. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.